Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had a broken hinge pin and would not function correctly. A backup device was available to complete the procedure without incident or patient impact following a short delay.

Manufacturer narrative:
Device investigation narrative - two 9.5mm retrograde drills were returned for evaluation. Visual assessment of sample (a) showed the actuator is dramatically bent not allowing the cutter head to advance out of the drill shaft. Visual assessment of sample (b) showed the actuator has come uncoiled causing it to disengage from the cutter head prohibiting the drill to advance in any direction. A root cause investigation has been opened to address this failure mode. Device evaluated by the manufacturer (B)(4).